Event description:
The customer reported that, during a diagnostic colonoscopy procedure on (B)(6) 2023, the suction function did not work on their evis exera iii colonovideoscope device. The issue was discovered by the operator of the device, who was reportedly a visiting medical officer (vmo). The procedure was completed successfully using the same device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: air water nozzle was blocked with foreign debris. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿not insufflating and no suction¿ was confirmed. The device evaluation found the air water nozzle was blocked with foreign debris due to insufficient cleaning. Additionally, due to wear of angle wire, bending angle in up direction did not meet the standard value. The plastic distal end cover and switch 1 had scratches. And the adhesive on the bending section cover had wear. The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the evis exera iii colonovideoscope¿s nozzle was. Additionally, it was confirmed there was no delay in the start of pre-cleaning, the customer flushed the nozzle with water and air, there were no abnormalities in the accessories used for reprocessing. They did confirm they¿ve presoaked the endoscope in detergent solution, they wiped the nozzle with clean lint-free cloths/brushes/sponges, and they flushed the air/water nozzle with detergent solution. There were no other concerns regarding the reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.